Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8169616. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that plunger error occurred with a bd insulin syringe with the bd ultra-fine¿ needle . The following information was provided by the initial reporter, "material no: 328418, batch no: 8169616. It was reported that consumer stated that the needles are so stiff I can't even use them in an auto injector. It will not depress them. Verbatim: your needles are so stiff I can't even use them in an auto injector. It will not depress them. You better check on your qc dept."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that plunger error occurred with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter, "material no: 328418, batch no: 8169616. It was reported that consumer stated that the needles are so stiff I can't even use them in an auto injector. It will not depress them. Verbatim: your needles are so stiff I can't even use them in an auto injector. It will not depress them. You better check on your qc dept."

Manufacturer narrative:
Investigation: customer returned (1) loose 1cc, 8mm syringe. Customer states that the needles are so stiff they can't even use them in an auto injector. The returned syringe was tested and was able to draw and expel properly without any observed defects. A review of the device history record was completed for batch# 8169616. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that plunger error occurred with a bd insulin syringe with the bd ultra-fine¿ needle . The following information was provided by the initial reporter, "material no: 328418, batch no: 8169616. It was reported that consumer stated that the needles are so stiff I can't even use them in an auto injector. It will not depress them. Verbatim: your needles are so stiff I can't even use them in an auto injector. It will not depress them. You better check on your qc dept."